Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and multiple no delivery alarms. The customer¿s blood glucose level was 454 mg/dl at the time of the incident. The customer stated that the insulin pump had multiple no delivery alarms during bolus delivery then followed by a motor error alarm. Customer's blood glucose was at 454 mg/gl and treated with manual injection. And the blood glucose. Customer declined troubleshooting and stated that the no delivery alarm was resolved by an infusion set and reservoir change. Customer was advised to monitor and call back if issue recurs. No product is expected to return for analysis.